Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cii safe encountered a login problem. A technical support specialist rectified the issue by updating the correct username and rebooting the cii safe. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe encountered an issue where the user was unable to log in and received an error message stating, "user no longer found in es server or did not match." This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.